Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 187 mg/dl. Customer stepped into the pool with the device on. Device did a reset and the display went blank. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly and unable to verify buzzing or vibrating due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.